Event description:
Implant placed 04/23/1997 in site #4. Implant failed and was removed 05/07/1998. It was removed due to granuloma. There was a vertical bone defect proximal to the implant x-ray indicated bone loss. One person affected.